Event description:
It was reported that high impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found the rv cables fractured at the rv connector leg close to the distal end of the strain relief coil, due to fatigue.